Event description:
It was reported that the patient's ipg was nearing end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Manufacturer narrative:
Corrected data: per additional information received (section b5), this event does not meet the reportability requirements.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.